Event description:
Information was received that an incident had occurred at the user facility that required intervention to prevent to adverse incident. The reporter stated that the patient presented to their facility for treatment. While admitted, the patient who suffers from primary pulmonary hypertension required additional flolan. The user facility pulled a medication reservoir from their stores that they assumed would work with the patient's ambulatory infusion pump. The medication reservoir they attempted to use was manufactured in 1994 and was no longer compatible with the current version of ambulatory infusion pump. The ambulatory infusion pump would go into an alarm condition and would not allow operation with the obsolete medication reservoir. The patient became distressed which was alleviated once an alternative route for flolan administration was established.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.